Event description:
During the insertion of a pneumopericardial drainage chest tube, it was noted that the tube was cracking at the vent hole. Upon attempting to remove the tube, a portion of the tube broke at the vent hole leaving the distal portion in the chest wall, which was subsequently removed under fluoroscopy.